Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc) and increased/high pacing thresholds shortly after implant. An x-ray was obtained confirming lead dislodgement. A revision procedure was then performed at which time the patient's lead was successfully repositioned. No adverse patient effects were reported. This lead remains in service.